Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited crosstalk causing non-sustained ventricular oversensing episodes. Programming changes were made. The patient was stable throughout.

Event description:
New information received on sep. 10th, 2019 indicated that the cross talk anomaly persisted after the previous programming changes. The cross talk triggered non-sustained ventricular oversensing alerts on merlin.net. It was noted that it was difficult to avoid oversensing due to the amplitude and timing of the signal. Programming changes were recommended. No patient symptoms were reported.

Event description:
New information received stated that the patient presented to the clinic to follow up on the infrequent oversensing episodes. The recommended programming changes were made. Both the physician and patient were satisfied with the changes. The patient was scheduled for continued normal follow up.